Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostim ulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for depression and movement disorders. It was reported that the patient saw an "implantable neurostimulator (ins) in the box" icon on the patient programmer screen. The patient confirmed that she can feel stimulation and was receiving therapy. An antenna locate feature was reviewed with the patient and it was explained that this procedure should not be done without a health care provider (hcp) and should only be performed in an emergency; the patient was unable to visit her hcp due to a hurricane (evacuation and traffic issues). No symptoms were reported. Please see report number 3004209178-2016-22694.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.